Event description:
It was reported that the syncopal patient presented in the emergency room after experiencing high voltage therapy. Upon interrogation, the right ventricular lead exhibited a high voltage lead impedance issue that had resulted in an aborted shock during the patient's arrhythmia episode. The patient's rhythm was successfully rescued by the device through another shocking vector. No other electrical anomalies were noted and the lead was reprogrammed. On (B)(6) 2017, the physician performed a successful defibrillation threshold test and the lead was reprogrammed accordingly.